Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds and a suspected fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d284drg ICD, implanted (B)(6) 2010 (B)(4).